Manufacturer narrative:
Additional information: b2 and b5. B5: upon follow-up, it was reported that the patient was treated with unspecified antibiotics (completed). At the time of this report, the patient was recovering peritonitis and abdominal pain. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. The same day as the event onset, the patient was hospitalized for the event. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The same day as the event onset, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and amikacin injection (1gm, every 3rd day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.